Event description:
It was reported 7/8 13:40 over the phone, it was said that something like a coating material for the guidewire remained inside the patient's body. We contacted marketing and confirmed that the guidewire was not coated, and at 15:45 confirmed the situation with dr. Of gastroenterology, and head nurse in endoscopy room. The right basilic vein was punctured with a venous indwelling needle. The guidewire from the kit was then inserted. Feeling discomfort around the shoulder, the guidewire was inserted and removed lightly. The guidewire was then removed and reinserted using a different guidewire (guidewire from micro introduce kit 0668950 purchased by the hospital). The sheath was inserted, the guidewire was removed, and the catheter was successfully inserted. At the time, the procedure was performed under fluoroscopy during insertion, and although it was clear that something remained inside the patient, it was not clear what it was during the insertion procedure. After the procedure was completed, when they checked the guidewire, they had removed, they found that it had been cut by 2-3 cm. Part of the guidewire (2-3 cm) remains in the patient's shoulder. A cardiologist was also present at the hospital to discuss how to treat the patient (with medical safety in mind), the remaining guidewire in the patient needs to be removed. Today (B)(6), after consulting with the circulatory, surgical, radiology, and medical safety departments, it was decided not to remove the guidewire that remained in the body. It remained in the branch of the blood vessel, and considering the risk of infection, it was judged that it would be difficult to remove it surgically or medically.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire was confirmed. The product returned for evaluation was one nitinol guidewire. A gross visual inspection of the returned guidewire found that the outer coil wire was unraveled and the distal weld tip was not present. Microscopic inspection of the fracture site found that the surface of both the outer coil wire and core wire were granular, indicating that tensile stress had played some role in the fracture of the wire. However, no additional evidence was identified which could aid in identification of a specific root cause. Therefore, the root cause remains unknown.